Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported 4 pledgets unraveled and fell apart upon removal. Consumer confirmed she was able to remove remaining pledget pieces herself.